Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed evidence of fire while using the architect i1000sr analyzer. The scc (part 7-206072-02) was emitting sparks. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. The 2017 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. A malfunction of the scc-f+ power supply (rohs) part number 7-206072-01 was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. The sparks observed from the scc-f+ power supply did not affect other parts of the scc computer or analyzer. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.